Event description:
Nephron pharmaceuticals corp. Received an email on (B)(6) 2014, regarding a product complaint of no aerosol production that was reported as associated with the use of the ez breathe atomizer. The patient reported that she experienced a serious asthma attack after the atomizer malfunctioned. Multiple attempts were made to reach the patient via telephone unsuccessful; however, a follow-up report will be submitted if additional information is obtained.